Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. During deployment of the device, the patients pressure dropped at an acceptable level (80/40). Just after the final valve release, the pressure dropped dramatically. Immediately the anesthetist reacted by giving pressure sustaining drugs. The origin of the low pressure was unclear, the valve was ideally placed (4 mm depth) and the functionality was ok based on angio. The physician checked the puncture site with some doubts concerning a potential effusion at this level. The femoral and iliac was noted to be ok through. The pericardiac space was checked to exclude a potential tamponade. Coronary patency was also controlled with some flow at the right and left level, but it was not easy to visualize the coronaries distality due to the low pressure and flow. Patient management recovery was done with cardiac massage for +/- 40 minutes. The patient ended up passing away during the procedure due to cardiac arrest. Timing between the beginning of the tavi procedure and the decision to stop the procedure was +/- 90 minutes. The implanter classified this death related to the procedure and not to the implanted device.

Manufacturer narrative:
An event of cardiac arrest, hypotension, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and medical review, the cause of the reported cardiac arrest, hypotension, and death could not be conclusively determined. It is possible this is related to procedural condition. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. During deployment of the device, the patients pressure dropped at an acceptable level (80/40). Just after the final valve release, the pressure dropped dramatically. Immediately the anesthetist reacted by giving pressure sustaining drugs. The origin of the low pressure was unclear, the valve was ideally placed (4 mm depth) and the functionality was ok based on angio. The physician checked the puncture site with some doubts concerning a potential effusion at this level. The femoral and iliac was noted to be ok through. The pericardiac space was checked to exclude a potential tamponade. Coronary patency was also controlled with some flow at the right and left level, but it was not easy to visualize the coronaries distality due to the low pressure and flow. Patient management recovery was done with cardiac massage for +/- 40 minutes. The patient ended up passing away during the procedure due to cardiac arrest. Timing between the beginning of the tavi procedure and the decision to stop the procedure was +/- 90 minutes. The implanter classified this death related to the procedure and not to the implanted device.